Manufacturer narrative:
A product developement evaluation was completed: the driver was returned with the stardrive tip torqued in the direction of screw insertion. The finish at the tip was worn and there are a few scratches along the shaft that are consistent with normal use. Product drawings were reviewed during the investigation. The driver is designed with a self-retaining t25 tip and is manufactured using x15tn stainless steel. The torsional strength was conducted to determine the torsional strength of the screwdriver. The test found an average offset yield torque of 16.8n¿m and an ultimate strength greater than the torsional limit of the test machine (20n¿m). Based on the strength of the driver and its intended use with a 10n¿m torque limiting handle, the driver should not break or deform when used. The complaint condition may be due to wear allowing for lower torques to deform the tip or not using the torque limiting attachment as described in the technique guide. The design of the driver is adequate for its intended use. The instrument was tested and found to withstand torques greater than what should be used during surgery. The complaint condition may be due to wear or not using the torque limiting attachment as described in the technique guide. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the dhrs for p/n 03.620.002, lot 5282260, showed no nonconformances generated during production. Review of the raw material DHR for p/n 11156, lot 4965633, showed a rework associated with CAPA (B)(4). The rework added a mark to the bar stock to indicate alloy type and lot number to ensure use of correct alloy for product. The bars passed inspection using xrfa analysis to confirm alloy type. This rework is not relevant to the complaint condition as the bar mark is on the end of the bar stock. Review of the dhrs showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device is an instrument and not implanted/explanted device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a stardrive screwdriver is worn at the end. There was no patient involvement and the device is part of field equipment. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis.the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.